Manufacturer narrative:
Approximate age of device (age of device: 2 months, 7 days). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2018. The patient was more decompensated with associated mental status. The patient became hypothermic at 34.2c. At that point blood cultures were drawn. The results of the culture showed growing gpc in clusters. Infectious disease was consulted. The etiology of the bacteremia is unclear. The patient was given parenteral antibiotics, vancomycin. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.